Manufacturer narrative:
No button error alarms noted. No button response due to flattened dome switch on down arrow button and corroded keypad traces noted. Device had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she did not hold a button down for 3 minutes or longer. Nothing further reported.